Event description:
It was reported that the user contacted support for assistance with a factory reset at the recommendation of a healthcare provider after experiencing low glucose throughout the day, including a ¿low¿ reading on the pump and symptoms of weakness, with a fingerstick of 114 mg/dl at the time of the call. Symptoms included hypoglycemia with weakness. Outcomes included user education and troubleshooting, including guidance on setup and hypoglycemia management, and treatment with oral glucose. Investigation included complaint intake and troubleshooting support focused on device setup and use. Investigation of this case revealed no confirmed device malfunction, and the event was treated as hypoglycemia with cause unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to insufficient evidence of a device-related failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.